Event description:
The customer stated that insulin leaked from the bottom of the reservoir during normal use. Nothing further was reported. Advised the customer that the reservoir would be replaced. Customer will be returning reservoir for analysis.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.